Manufacturer narrative:
The s-ICD remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported that this patient was screened for subcutaneous implantable cardioverter defibrillator (s-ICD) implant, and both primary and secondary sensing vectors passed. Pre-implant x-ray showed the patient has a long thorax with the heart positioned very far caudal. As such, the s-ICD was positioned further caudal during implant. Testing was then carried out: induction was adequate, detection too, the shock was delivered, but unfortunately the arrhythmia was not terminated, and the patient was externally defibrillated. The device was repositioned further dorsal, and another test was carried out. However, the arrhythmia was once again not terminated, and the patient was externally defibrillated. It was then decided to test again with an 80 joule shock emission, but the patient needed to be externally defibrillated once more. The system was deactivated pending x-rays and retesting. Three days later the system was retested: induction and detection were successful, and one shock was adequate to terminate the induced ventricular fibrillation (vf). X-ray imaging also showed satisfactory location. As such, therapy was reactivated, and this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient was screened for subcutaneous implantable cardioverter defibrillator (s-ICD) implant, and both primary and secondary sensing vectors passed. Pre-implant x-ray showed the patient has a long thorax with the heart positioned very far caudal. As such, the s-ICD was positioned further caudal during implant. Testing was then carried out: induction was adequate, detection too, the shock was delivered, but unfortunately the arrhythmia was not terminated, and the patient was externally defibrillated. The device was repositioned further dorsal, and another test was carried out. However, the arrhythmia was once again not terminated, and the patient was externally defibrillated. It was then decided to test again with an 80 joule shock emission, but the patient needed to be externally defibrillated once more. The system was deactivated pending x-rays and retesting. Three days later the system was retested: induction and detection were successful, and one shock was adequate to terminate the induced ventricular fibrillation (vf). X-ray imaging also showed satisfactory location. As such, therapy was reactivated, and this device remains in service. No adverse patient effects were reported.